Manufacturer narrative:
B5. H6 ¿ remove 1503, add 1408. B5. H6 ¿ remove 1503, add 1408.

Event description:
It was reported that the wake button was difficult to press. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the pump touch screen turned completely black during the load sequence. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.